Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device power on reset (por) occurred and was observed during a device interrogation. The device will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.